Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer stated was in a car accident and was changing his infusion set and gave him alarm. Customer stated that insulin squirted out during manual prime process. Troubleshooting was done. Customer stated the drive support cap was sticking out. Customer's blood glucose was 144 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Physical inspection of pump shows that the drive support disk is affixed properly and not loose. No unexpected alarms occurred during testing. Unit received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched display window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).